Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) while still in the box. The device was not implanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. 3004209178-2014-23126